Event description:
Information received indicates the trendelenburg function is not working.

Manufacturer narrative:
The technician replaced the broken trend knob, crank insert and crank guide to repair the bed.